Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, (B)(4) (hcp, rep): information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 500mcg/ml with a total dose of 165mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported a motor stall occurred on (B)(6) 2017, then recovered on (B)(6) 2017. Then on (B)(6) 2017 a motor stall occurred again and then recovered a few hours later. The pump then stalled again on (B)(6) 2017 and had not recovered. It was unknown what factors may have caused, contributed, or led to the motor stalls. It was unknown what diagnostics/troubleshooting was performed. It was not that the pump was replaced on (B)(6) 2017 and pump will be returned for analysis. It was noted that the issue was resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that surgical intervention occurred on (B)(6) 2017 as the pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-apr-28. The device was explanted on (B)(6) 2017 and returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump on 2017-may-17 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; the stall was due to the shaft-bearing. The previously applied results code and conclusion code are no longer applicable. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the pump was in stall mode when the procedure took place, it was noted that the health care facility usually returns the device themselves.